Event description:
It was reported the pt's ipg was protruding and causing discomfort due to the pt losing weight. The ipg was explanted and replaced with a different model. The physician also altered the ipg site to accommodate the replacement ipg. The explanted product will not be returned to sjm and the pt's issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.